Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To address the issue the stm replaced the keypad controller due to not being able to zero the pressure, coiled cable. Display controller board due to screen not working and the bottom keypad housing due to finding a broken housing stem. The stm restarted the unit to a working screen and was able to zero the pressure. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) does not light up. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.